Event description:
It was reported that (2) tlc75 was used during a bowel resection procedure. It was reported by the rep that the instrument locked upon introduction of second reload and this occurred twice. It is unknown how the case was completed. There was no consequence to pt.